Event description:
Pt experiencing increasing discomfort and pain in implant area. Reports feeling a "squirt" sometime last week. Implant removed on 11/24/93. A 2 mm straight line hole noted on implant with small amount of extrusion of contents observable.